Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed, and no issues were identified. There was no reported impact to customer¿s blood glucose level. The customer changed out supplies and successfully resumed insulin therapy.